Event description:
Customer reported via phone, the insulin pump had turned off and she was having trouble getting it to turn back on. Customer's blood glucose was 140 mg/dl. The insulin pump initially alerted low battery, customer changed the battery, and it alarmed battery out limit. The device prompt the customer to change time and date, it seemed to work, and when customer look down the device had a blank display. Troubleshooting was performed and it was found customer doesn't use recommended battery. Device responded after inserting a new battery. Troubleshooting was not performed for low battery alert, failed battery test, or battery out limit. Customer was advised to monitor the device, call back if issues persisted, and replacement battery cap was also sent. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.